Event description:
Patient was implanted bilaterally with anatomical double chamber tissue expanders (20799-3610agu) on (B)(6) 2009. Later on it was noticed that the tissue expander (B)(4) implanted on the patient's right breast had deflated. On (B)(6) 2009, the tissue expander implanted on the patient's right breast was replaced with another 20799-310agu expander (B)(4). Because the device was not available for evaluation, the cause of the suspected deflation could not be determined.